Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of an unknown size. Vessel morphology was not reported. It was reported that a recent CT demonstrated that a distal type I endoleak was present, and there was about 2 cm between the bottom of the thoracic stent graft and the celiac artery. The aorta has undergone disease profession with dilatation. The physician elected to intervene by implanting a talent 32x32x48 distal main extension, which successfully resolved the type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results of evaluation code(s): (endoleak), results and conclusions: (disease progression with aortic dilatation).